Event description:
It was reported that patient had advance sling implanted in (B)(6) 2019. Return of incontinence necessitated artificial urinary sphincter (aus) surgery. Sling remains implanted and a new aus implanted. No adverse patient effects.